Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump, leading to the pump shutting off on multiple occasions leading to elevated blood glucose (bg) levels. Customer was unable to provide the details for every elevated bg but was able to provide that bg was 525 mg/dl on an unspecified date in (B)(6) 2026. Customer attempted to address bg with a correction bolus and subsequently had to go to the emergency room (ER) where they were treated with intravenous fluids of saline and insulin. Treatment resolved the issue with no permanent damage to the customer, who was released from the ER after one day. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.